Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation from obtained information, the device was not returned to olympus as the defects were resolved at the facility. The problem was determined to be inappropriate cable connection likely due to incorrect handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e315 (unsupported scope error). The customer cleaned the gold contacts with an alcohol wipe and made sure that the 190 series scope was connected with the power off. The customer then reconnected the maj-1933 digital cable and the e315 error was resolved; however, a b30 scope communication error was displayed. The issue occurred during an unspecified diagnostic procedure. The customer further reported that the issue was with the cables not being connected properly and issue was resolved by reseating the cabling. There were no reports of patient harm.